Event description:
The stent was released normally without problem, but the stent was not expanded. Resolved pulling out the stent and implanted new one.

Manufacturer narrative:
It was reported that, the stent was released normally without problem, but the stent was not expanded. Through the attached photo, it is confirmed that lot of blood had been congealed on stent cover, and distal part was not expanded, and proximal part was partially expanded. Our nitinol wire, the raw material of stent, is shape-memory alloy. Generally, if the stenosis of a patient's lesion is severe, the stent expansion may require some time, but it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. From the distributor, it was notified that the product could not be returned on 10th, jan, 2020. Therefore, it is hard to identify the root cause because the suspected device was not returned, and it is hard to reconstruct the situation at the time of procedure. However, based on that proximal part was almost expanded but, distal part, many blood had congealed, was not expanded appropriately on the attached photos, it is considered that the stent was expanded slowly due to the patient lesion's pressure etc, and as a result, the doctor has judged stent expansion fail. In addition, it is assumed that the stent expansion may have affected even after it was removed out of the patient's body since lot of blood were applied on the stent cover before the stent expansion. It is considered that the stent was not expanded after removed from the patient's body since the bloods had congealed faster than the stent expansion time. Through the user manual by taewoong, it is stated that a stent may require up to 1 to 3 days to expand fully and balloon dilatation inside the stent can be performed if the physician deems necessary. This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Manufacturer narrative:
It was reported that, the stent was released normally without problem, but the stent was not expanded. Our nitinol wire, the raw material of stent, is shape-memory alloy. Generally, if the stenosis of a patient's lesion is severe, the stent expansion may require some time, but it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. However, it is hard to exactly analysis because the device was not returned yet. Investigation will be conducted once device is returned and we will send follow-up report accordingly.

Event description:
The stent was released normally without problem, but the stent was not expanded. Resolved pulling out the stent and implanted new one.